Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing an indigo system separator 8 (sep8) for a thrombectomy procedure, the hospital staff found that the tip of the sep8 was defective. Therefore, the sep8 was set aside and the procedure continued using the indigo system aspiration catheter 8 (cat8).

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.